Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited high thresholds, loss of capture and insulation damage was suspected. It was noted that implantable pulse generator (ipg) exhibited undersensing and no capture management. The implantable pulse generator (ipg) system was at first reprogrammed and later the rv and ra leads were capped and replaced and the ipg was explanted and replaced. No patient complications have been reported as a result of this event.